Manufacturer narrative:
Device evaluated by MFR: one used cadd solis vip pump with one battery, ac adaptor and one remote control were received. The reported "pump didn't work, it alarmed batteries for each use" was confirmed as far as far as the rechargeable battery was completely depleted when the device was analyzed. The battery was recharged and worked properly. Many "standard battery was installed and is depleted" messages were found in the event log history.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, pump alarmed "batteries" after a few hours of use, each time and with different batteries. It was reported that the pump alarmed "batteries" for each use and the pump did not worked. The customer's checked with different batteries and but this issue was still present. No reported adverse effects.